Event description:
A customer reported issues with toric readings.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the aberrometer was replaced. The system to meet was then tested and met all product specifications. The aberrometer was received and a visual assessment of the returned sample revealed no visual nonconformities. The aberrometer was tested, and the aberrometer met test specifications. The returned aberrometer was evaluated and was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).